Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Additionally it was reported that resistance was experienced during the fill process. Customer¿s blood glucose was 225 mg/dl. A syringe needle change was performed resolving the issue. Reportedly, a new cartridge was filled and loaded successfully.